Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A 0.014¿ guidewire could be inserted through the tip and out through the port exit with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the circumflex artery. A 2.25x8 synergy ii drug eluting stent was advanced but failed to cross the lesion. Another 2.25x12 synergy ii drug eluting stent was then advanced to treat the lesion. However, the stent was not deployed as the coating of the non-bsc guide wire encountered significant resistance within the shaft of the synergy ii stent. The balloon catheter was pulled with force and then the guide wire was removed. The procedure was completed only with dilatation using a 1.5x20 emerge balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the circumflex artery. A 2.25x8 synergy ii drug eluting stent was advanced but failed to cross the lesion. Another 2.25x12 synergy ii drug eluting stent was then advanced to treat the lesion. However, the stent was not deployed as the coating of the non-bsc guide wire encountered significant resistance within the shaft of the synergy ii stent. The balloon catheter was pulled with force and then the guide wire was removed. The procedure was completed only with dilatation using a 1.5x20 emerge balloon catheter. No patient complications were reported and the patient's status was okay.